Event description:
Premature deployment.

Manufacturer narrative:
The report received from our affiliate indicated that the stent did not cross the target lesion and began to deploy when removed from patient. There was no patient injury. No additional information was given. This product has been returned for evaluation and testing, however, the engineer's report is not yet complete. Additional information has been requested and will be sent within 30 days upon receipt.